Event description:
It was reported that during a renal procedure, the luge guidewire tip separated. The lesion being treated was a 70% in-stent restenosis of the left renal artery, in the ostial area sticking out into the aorta. The luge guidewire tip became stuck in the strut of a previously placed unk manufacturer's stent. The physician moved the other manufacturer's guide catheter up to the stent in an effort to get leverage and remove the luge guidewire, however the polymer tip broke off in the stent and remains there. This was verified by fluoroscopy. The case was ended due to this event. No retrieval attempts were made due to the concern regarding further fractures or the possible embolization of the tip. The patient was reported as being in stable condition.